Event description:
It was reported that during the navio case, on planning screen there was a miscalculation in the software showing a severe varus knee when x-rays and patients anatomy/wear did not show severe varus. The tibia cut set up at implant default (12mm off lateral side)was showing a 2mm resection on medial side which was not consistent with anatomy as there was no medial tibial wear. Doctor added 6 degrees or more to the tibia to make a normal resection he was looking for. Due to the issues with resections and rotation, doctor continued with a manual procedure.

Manufacturer narrative:
The device was used in the treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique for knee arthroplasty (500197) provides instructions for implant and gap planning. It notes for defining neutral position to "place the leg in full extension, applying slight axial pressure to the knee, simulating a weight-bearing condition (figure 18)." The returned case screenshots were reviewed. The navio system will take the neutral position of the knee with the leg extended. If this is not collected properly, such as the user adding force to the knee, it could induce a false deformity for the system to read. While it was reported that there was a miscalculation in the software, it is more likely that the user could have been adding force to the leg in one direction that affected the calculation of the deformity of the leg. The issue could not be confirmed by the screenshots. Since the issue reported was a discrepancy between the values shown on the navio system and the anatomy of the patient, we cannot confirm or deny that the user was adding the force to the leg without having been present at the time of the issue. No containment or corrective actions are recommended at this time. Clinical/medical investigation found that per complaint details, there was a navio software miscalculation that showed a severe varus knee which did not match the patient anatomy. The surgeon elected to abandon the navio/convert to manual instrumentation to complete the procedure. It was communicated that no cuts were made with the navio and no patient injury resulted from the reported events. No further medical assessment is warranted at this time.

Event description:
It was reported that during the navio case, on planning screen there was a miscalculation in the software showing a severe varus knee when x-rays and patients anatomy/wear did not show severe varus. The tibia cut set up at implant default (12mm off lateral side)was showing a 2mm resection on medial side which was not consistent with anatomy as there was no medial tibial wear. Doctor added 6 degrees or more to the tibia to make a normal resection he was looking for. Due to the issues with resections and rotation, doctor performed cuts with manual instrumentation and no cuts were made with navio. No injuries involved.

Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b1, b2, b5, g3, g5, h1, h6: corrected information.